Manufacturer narrative:
The insulin pump was received with normal operating currents and it passed the self-test. The unit failed the displacement test (262.0 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/compromised force sensor system test, and unexpected restart error test due to motor error alarms.pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 323 mg/dl. The motor error occurred after the patient wore her insulin pump during an MRI. Troubleshooting was initiated. The insulin pump was able to rewind without incident. The displacement test and self test were also completed successfully. However, the insulin pump was returned for further analysis.